Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a umbilical cable and pleora were replaced to restore system functionality. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacture for evaluation.

Event description:
A site representative reported that while outside of procedure, when the imaging system is booted up, mobile view station (mvs) do not communicate with the imaging system. There was no patient present at the time of the issue.

Manufacturer narrative:
A part was returned to the manufacturer for analysis. Functional testing, performance testing, and a physical examination were conducted on the part. Testing confirmed the reported problem, the pleora was installed in a system and the 2d acquisition experienced a frame rate error. Faulty pleora box confirmed. No further action needed.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Batteries for the imaging system were returned to the manufacturer for evaluation. One of eight batteries was found to have measured below intended voltage. The computer for the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.